Event description:
The distributor reported that the customer noticed a leakage at the junciton of the hub and extension line of the catheter. The pt also developed septicemia with no lethal consequences.